Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the charging port became bent. Reportedly, the pump battery was unable to be charged. Blood glucose was 226 mg/dl. Reportedly. The customer had manual injections available as alternate insulin therapy.